Manufacturer narrative:
(B)(4).

Event description:
Dialysis catheter being used for crrt on patient was pulling air bubbles into crrt machine. This caused the crrt circuit to fail multiple times causing an inability to return patient's blood. A blood transfusion was given after the patient's blood was unable to be returned. The catheter was removed and a new dialysis cathter was placed. No further issues reported with patient dialysis. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen hemodialysis catheter for evaluation. Visual examination did not reveal any defects or anomalies. The luers and injection port contained no cracks or damage. The returned catheter body was clamped and the lumens were connected to the lab leak tester. The sample was tested per bs en iso 10555-1, section 4.7.1 (amrq-000162 rev. 04) which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." The leak tester was pressurized to 300 kpa and held for 30 seconds. No leaks were observed. The catheter was again clamped and a water-filled lab inventory syringe was connected to the injection port on the distal lumen. The line was pressurized and no leaks were observed. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position, and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed." The customer report of a luer leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual and functional testing, and a device history record review was performed with no relevant findings. Leak testing was performed on the returned catheter per bs en iso 10555-1, section 4.7.1 and no leaks were observed. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: dialysis catheter being used for crrt on patient was pulling air bubbles into crrt machine. This caused the crrt circuit to fail multiple times causing an inability to return patient's blood. A blood transfusion was given after the patient's blood was unable to be returned. The catheter was removed and a new dialysis cathter was placed. No further issues reported with patient dialysis. No patient harm was reported. The patient's condition is reported as fine.